Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and competitor's right ventricular (rv) lead exhibited noise and oversensing that resulted to pacing inhibition with greater than 2 seconds of asystole. Lead impedance measurement was stable and good. Additional information was received indicating that the root cause of oversensed noise was not conclusively determined. The patient will be seen in an outreach clinic for further evaluation. At this time there is no evidence that intervention has been performed to resolve this issue. This system remains in service. No adverse patient effects were reported.